Event description:
It was reported that during a thrombectomy and atherectomy procedure via the left common femoral artery, the catheter was allegedly stuck in the sheath approximately one-two centimeters on the way out of the patient body. It was further reported that the catheter allegedly broke off. Reportedly, the broken part of the catheter was stuck in the sheath and removed using filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the tip of the catheter was detached from the helix. Therefore, the investigation is confirmed for the reported helix detachment issue. The definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2027). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure via left common femoral artery, the catheter was allegedly stuck in the sheath approximately one-two centimeters on the way out of the patient body. It was further reported that that the catheter allegedly broke off. Reportedly, the broken part of the catheter was stuck in the sheath and removed using filter. There was no reported patient injury.